Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 450 mg/dl, 454 mg/dl, 201 mg/dl, 194 mg/dl, 264 mg/dl and 246 mg/dl. Customer reported that they did received a calibration not accepted alert. The device will not be returned for analysis.